Event description:
A malfunction was reported with a pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, but the malfunction code recurred, leading to the decision to replace the pump. The customer was advised to use multiple daily injections (mdi) as a backup insulin therapy.